Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no visible blood outside of the dialyzer and no visible cracks or defects seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The rn reported that the patient had some anxiety at the end of the treatment and was taken to the emergency room (ER), however the rn stated that the patient¿s anxiety was due to their dementia. Per the rn, the patient was not treated in the ER or admitted. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. Blood residue was present within both ends of the dialyzer between the header end cap and the polyurethane cut surface. During the gross visual examination of the sample, multiple fibers were observed on the cavity ID end bell-housing to be sheared from approximately 80 degrees to 120 degrees and from 240 degrees to 275 degrees with the ports at 0 degrees on the cavity ID end. Witness marks were observed on the bell of the dialyzer housing in close proximity to the broken. The witness marks present as if the housing was compressed inward toward the fiber bundle and a markings resulted at the point of compression. There were no other damage or irregularity noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was on approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.